Event description:
It has been reported to philips that the display monitors in the control room and the procedure room were all black. The system was in clinical use. No harm has been reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred since the user performed fluoroscopy and exposure check after system power on every morning. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Upon inspection, the fse found that the hard disc reading and reading indicator do not work and the power indicator for the hard disc socket is not on. Manual switch host pc error persists. Fse replaced host pc and license. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code and device problem code were corrected.